Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted and the pump was still unable to power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture behind the display. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump. The battery cap contact height and width measurements were found to be within the required specifications. During testing, the pump powered on with an unresponsive keypad due to internal moisture contamination. The pump case was removed and evidence of moisture contamination was found on multiple internal components of the pump. The complaint that the pump was losing power intermittently was not able to be adequately investigated due to the moisture damage and the unresponsive keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.